Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, on the shaft and on the hypotube, which is consistent with use and/or handling of the device. There was contrast visible in the inflation lumen and the balloon was loosely-folded, further suggesting that the device was prepared for use and pressurized during the procedure, as reported. The guiding catheter used during the procedure was not returned, which may have aided the investigation. Therefore, functional testing was performed using a new 6f guiding catheter; however, the analysis was unable to confirm the reported event as the voyager catheter was advanced and retracted through the guiding catheter with no resistance noted. Additionally, measurements of the crossing profile and the 2/3 balloon profile were taken and both dimensions met manufacturing criteria. Difficulty of removing the balloon catheter from the guiding catheter, causing resistance between the two device may be due to factors including, but not limited to, damage to the balloon, the balloon not being fully deflated prior to attempting to remove the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or an interaction with the patient anatomy. In this case, the analysis did not identify any malfunction with the returned product, suggesting that a product deficiency did not contribute to the reported event. The patient anatomy was characterized as mildly tortuous and mildly calcified, which may have contributed to the reported event. In this case, it is possible that an attempt was made to withdraw the catheter when the balloon was not fully deflated, although this could not be confirmed. To assure that all products perform according to specification, the profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks online during the manufacturing process. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database did not reveal any other incidents reported for difficulty of removing the stylet or tears in the shaft from this lot, suggesting that there are no lot specific product quality deficiencies. All stent delivery systems are 100% inspected damage during the manufacturing process. Additionally, a sampling of units is destructively tested prior to release to verify proper balloon inflation and deflation.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was successfully performed with the 1.5 x 5 mm voyager balloon. It was noted that during removal, resistance was met with the guiding catheter. There were no adverse patient effects. No additional information was provided.